Event description:
It was reported by the subsidiary service center that during the installation of the device for a non-clinical activity, there was a smell from the new aux pc board (pcb) in the blood parameter monitor (bpm). There was no patient involvement.

Manufacturer narrative:
The service center's examination of the board revealed that component q11 has blown. The manufacturer's service repair technician's (srt) observation of the suspect component q11, revealed that the solder connection for q11 has a solder anomaly due to the overheating of the device. The srt also stated, although the outer surface of q11 shows no heat damage or stress, the solder deformities may have been brought about by enough heat from excessive current/voltage though the device to "re-flow" the solder causing the anomaly as listed by the complaint description. The suspect aux pc board assembly (pcba) was installed on the bpm test platter and booted up to specification. There were no anomalies with this aux pcba was observed. Evaluation is in progress, but not yet concluded.